Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided. On an unspecified date in (B) (6) 2009 at 2 am, the patient obtained the blood glucose reading of 130 mg/dl on the reported meter, and a reading of 100 mg/dl on another meter within 30 minutes of each other. At an unspecified time afterwards, the patient experienced the symptoms of sweating and nervousness. The patient took no actions and received no medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter. Therefore, this complaint is being reported.